Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor on (B)(4) 2013. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 4076 implantable pacing lead. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an abnormal electrogram (egm). This sort of egm is usually external noise interference. You can see it on both channels (smaller on the ventricular channel, but still there) and it also stops on both channels at the same time. It was suspected that the patient touched electrical equipment that wasn¿t grounded properly. It was also reported that the ventricular lead triggered a lead integrity warning due to the sensing integrity count (sic) and the number of fast non-sustained (nst) episodes. The lead and device remain in use. No patient complications have been reported as a result of this event.